Event description:
Per the audiologist, the patient experienced fluctuation in performance. The results of an integrity test (B) (6), 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report july 6, 2009.

Manufacturer narrative:
(B) (4).